Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va07161, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
It was reported that when they went to change the battery they noticed the end of the lead was fractured. The surgery was for pocket revision and battery replacement. They tried an impedance check and the lead was replaced. The patient issue was resolved at the time of this report. Additional information received later indicated that the pocket revision was due to change in weight from patient. She wanted to move it to a different place. The cause of the lead fracture was not determined. It appeared fractured after removing the battery. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.